Event description:
It was reported that the customer received a button error alarm. The insulin pump's buttons were not responding. The customer's blood glucose level was 252 mg/dl. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on lcd window, cracked case at display window corners, broken reservoir tube lip, and missing end cap sticker.